Event description:
Customer reported that pump screen was not turning on. Customer's blood glucose level at time of issue was not disclosed, so there was no reported impact on blood glucose level. Technical support confirmed that pump would be replaced and provided necessary instructions for returning the faulty pump, along with guidance on storage mode for transport. Replacement pump was arranged, and customer was informed accordingly.